Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angioseal device was returned for product evaluation. The returned device included the locator and hemostasis sheath. The device was visually inspected and found to have been in used condition. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were connected and disconnected multiple times, and minor auditory and tactile feedback were detected. However, component connection appeared to have been impaired as component separation was able to be achieved with minimal force. The complaint was able to be confirmed for a sheath and locator connection issue. Corrective and preventative action (CAPA) investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Non-conformance (ncr) and capas have been noted for this issue in the past 12 months.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal arteriotomy locator kept separating from sheath when introducing into the artery. The device was removed, and manual pressure was applied. There was minimal blood loss. The patient left the lab in stable condition. The procedure was a heart catheterization. Additional information was received on 23 aug 2023: the device with lot number 0000344215 was used first. The procedure was a left heart catheterization using a 6fr sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The locator kept separating from the sheath. The patient was stable. The user did not have difficulty inserting the locator into the hub. The user successfully insert and lock the locator in the hub. There was audible click on mating. There were tactile feedback after mating. The user was unable to mate the locator with the hub after many tries but upon insertion into the artery, the sheath and locator would separate. The locator did not separate after mating with the hub until insertion into the artery. Unsure of the local effect of the issue and if the patient got hurt, manual pressure was applied.